Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non malignant pain. It was reported that the patient had a second surgery for their stimulator due to scar tissue and ins was embedded. Patient clarified it was implanted too deep. No symptoms reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.